Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation, and could not duplicate the reported problem. The service representative reseated the printed circuit board, the generator interface board, and the fluoro functions board. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up, and the emergency stop switch would not work. No patient injury was reported.